Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 48 mg/dl. The customer corrected by eating carbs. The customer was advised that the pump would automatically calculate through the bolus wizard. The customer did not use the bolus wizard correctly and gave himself 22 units of insulin. The customer stated that he had someone in the house and he would start working on getting enough carbs in his body. The customer was advised to call back if hospitalized.